Event description:
It was reported that the device had multiple power on resets (pors). It was noted that the patient was undergoing radiation treatment. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1699tc, competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. Analysis of the device memory indicated a partial electrical reset. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.